Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that some cartridges exhibited medication leakage, resulting in staining and wetting of the continuous infusion pump. Despite the leakage, the pump was reported to be functioning correctly. There was no patient involvement.